Event description:
It was reported by the patient's representative that, "the patient underwent a ceramic on ceramic right total hip replacement." It is further alleged that, "the patient began to experience pain and is anticipating revision."

Manufacturer narrative:
As this is a legal case there is no additional information available at this time.